Event description:
The customer reported that the unit was turning itself off. Upon review of the device diagnostic log, it was noted that upon restart, the device was unable to resume ventilation. The device was not in use on a patient at the time of the reported event; therefore, there was no patient involvement or harm. The manufacturer's service technician verified the reported problem and replaced the power supply to address the findings. Performance verification testing was completed and passed to operating specifications.